Event description:
See initial.

Manufacturer narrative:
H.10: investigation results revealed that the reported issue could not be confirmed. During the functional testing and stress test no deviations could be identified.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. The device worked according the specification. However, as the reported issue could be intermittent, the technician decided to replace the processor board. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The board was requested back to livanova deutschland for further investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed an error message during procedure. There was no report of patient injury.